Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a doctor that he has more of his patients commenting on "positive" and "negative" dysphotopsia with the tecnis intraocular lenses. The doctor describes negative dysphotopsia as a temporal flash noticed by a small percentage of patients. The patients generally get used to this, and he is less concerned about this problem. The doctor describes positive dysphotopsia as a glare\halo\sparkling around light noticed by a few more patients. This patient has complained miserably of the halos, glare and also sensitivity. The patient has two lenses implanted. A separate MDR is being filed for the lens in the patient's companion eye.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site, as to date, it remains implanted in the patient's eye therefore the product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.